Manufacturer narrative:
The UDI was inadvertently left off and has been added.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was having a recharge burden of several hours with the ipg. As a result, the ipg was explanted and replaced on (B)(6) 2019. Issue resolved.